Manufacturer narrative:
(B)(4) it was reported that during the procedure, the catheter could not deflect. Upon receipt, the device was visually inspected. Shaft was found crack and bend near the lumen to shaft transition. This condition was not mentioned on the original complaint reported. Rupture point and stress marks looks like might happen while bending and unbending the product. Due to the exposed parts, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The device history record (DHR) was reviewed and verified that the device was manufactured in accordance with documented specification and procedures. Per the event reported a deflection test was performed and the catheter passed. The customer complaint regarding a deflection issue cannot be confirmed. A corrective action was created to address the thermocool smart touch broken shaft issue.

Event description:
This complaint is originally assessed as a MDR non-reportable event. It was reported that a smarttouch thermocool ablation catheter could not be deflected during the procedure. The procedure was completed by replacing catheter. No patient consequence was reported. This complaint is re-assessed to MDR reportable per bwi failure analysis lab findings on 11/14/2015. There was a small crack/bend on shaft 10cm from the lumen to shaft transition. This is reportable event because it compromised the integrity of the catheter and pose potential risk to patients. The awareness date of this complaint is reset to 11/14/2015 based on lab findings on 11/14/2015.